Manufacturer narrative:
Manufacturer was made aware of a fractured mesa screw where patient had fused. Patient was revised, implants were removed during surgery and were not replaced. The manufacturing and inspection records were reviewed and no discrepancies or contributing factors to this incident were found. The subject product is in transit for evaluation. Manufacturer will file a follow-up report once new or additional information becomes available. Device not returned to manufacturer

Manufacturer narrative:
A review of all applicable risk related documents revealed that k2m addresses alleged fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. The subject product was returned for evaluation and evaluation has been completed. Upon x-ray, visual, microscopic, chemical, metallurgical, performance evaluation of the subject part it was found that the screw fractured due to uniaxial bending fatigue, followed by ductile overload rupture. The relatively low percentage of fatigue cracking suggested that the screw was under high service loading, or that the screw fractured during an unusually high magnitude loading event.

Event description:
Fully fused patient was revised 4 - 6 months post-op due to fractured mesa screw at s1.